Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery. There was no adverse impact the customer¿s blood glucose.